Event description:
A pt reported experiencing inaccurate high results with a ot ii data dock meter) the pt's blood glucose results were 421mg/dl-meter to 277mg/dl-lab. Tests were done within 30 mins with a difference of 70%. Pt did not experience any adverse events. No further info has been reported.